Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report the exsept plus 500ml bottle. Patient stated that the exsept caused irritation on her skin ever since she started. It did not give her a rash or and allergic reaction. The irritation stopped once she stopped using it. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).